Manufacturer narrative:
Additional information was received that there is no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a jolting sensation. Lead contacts were showing low impedances. Database analysis revealed no anomalies however the source of the jolting could not be confirmed. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Event description:
A report was received that the patient was experiencing a jolting sensation. Lead contacts were showing low impedances. Database analysis revealed no anomalies however the source of the jolting could not be confirmed. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Event description:
A report was received that the patient was experiencing a jolting sensation. Lead contacts were showing low impedances. Database analysis revealed no anomalies however the source of the jolting could not be confirmed. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.